Event description:
It was reported the pt experienced a jolting in the paresthesia area when she was lying down or stretching, and did not feel stimulation until she was lying down or stretching. The patient's status was reported as "good." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.